Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who was informed by the healthcare provider (hcp) that the patient had an infection that did not resolve so their system was explanted. The ins and lead were removed without any issues and were discarded. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient complained of battery discomfort so they had a pocket revision. The issue was resolved at the time of the report. No device issue was reported and no further patient complications have been reported as a result of this event.